Event description:
It was reported that during a da vinci hysterectomy procedure, arcing was observed through the tip cover accessory of the monopolar curved scissors instrument. No pt harm, adverse outcome or injury was reported. The following medwatch report listed below were also sent to the FDA as they relate to this event. #2955842-2007-00503.

Manufacturer narrative:
The instrument has not been returned for eval. A follow-up MDR will be submitted if the monopolar curved scissors instrument is returned and failure analysis has been completed.